Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a cardiac mapping and ablation procedure a intellanav mifi oi catheter and orion catheter were selected for use. Ablation was targeted via fractionated egm's. A re-processed boston scientific dynamicxt deca-catheter was also used. Was also used. Tran-septal was done with an non boston scientific sheath. Existing patent foramen ovale (pfo) was used as septum access location. A trace effusion was documented at the beginning of the procedure. Four lesions were made, but after the fourth lesion, the patient's oxygen sats began to decrease. Effusion appeared slightly larger and a perviac kit was used to perform pericardiocentesis. Approximately 25 cc of fluid was removed. Oxygen sats continued to decline and the patient went into cardiac arrest. CPR was administered. The patient expired on the procedure table. Patient had a crt-d implanted device. The physician did not attribute the event to any specific product. Effusion unlikely due to amount of fluid removed during pericardiocentesis.